Event description:
Additional information reported indicated that there was no injury to the patient and that they recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the battery was "flipping." The battery was dead and extension wires were twisted. Abnormal impedances were found at the extensions but not at the lead. It was noted there was a break at the extensions/leads that was possibly due to extensive twisting. A replacement of the ins and extensions occurred on (B)(6) 2012. The patient did not require hospitalization due to the event and patient outcome was noted as no injury.

Manufacturer narrative:
Product ID, 3708160 serial# (B)(4), explanted: 2012 (B)(6); product ID, 3708160 lot# serial# (B)(4), explanted: 2012 (B)(6), (B)(4). Analysis of the implantable neurostimulator (model# 37702, serial# (B)(4),) found no significant anomaly. The battery was at normal end of life and telemetry and output were okay. Analysis of the extension (model# 3708160, lot# njb083546v) found the stimulation body conductor was broken from overstress/damage. Conductor circuit #4 was found broken 52 cm from the proximal end. Circuits #0-3 and 5-7 had acceptable continuity. Analysis of the extension (model# 3708160, lot# njb101525v) found no significant anomaly. The extension body and outer insulation was twisted. All circuits had acceptable continuity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was depleted, and therefore explanted. The expectation was that the battery would last longer than it did. No information was available on, how the device was programmed. When the battery was replaced, the physician noted that the extensions were coiled together. The physician suspected that the patient was flipping the device. The impedances on electrode 12 were high; therefore, the physician also replaced the two extensions. The new device and extensions have good impedances. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011-, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).